Event description:
The advocate stated the customer performed control tests and received a result of 303 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. The customer declined to troubleshoot further. No adverse events were alleged. The customer was advised to return her meter and test strips for evaluation. Replacement products were sent to the customer.